Manufacturer narrative:
Device received with cracked battery tube threads and cracked reservoir tube window corner noted. The test reservoir p-cap was able to lock in place. Lcd display window look normal no rainbow effect noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed self test, off no power test and all operating currents tested within the specification. No charge or battery anomaly were noted. Device passed basic occlusion test unable to prime at 2.5 lbs during prime or a33 test due to faulty force sensor resistor. Unable to verify no delivery or occlusion alarm or perform excessive no delivery test and occlusion test due to prime anomaly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump screen harder to see. The customer stated they the insulin pump had crack on reservoir compartment, priming taking longer to completed and unexplained no delivery alarms. Customer reported that the battery was less then 7 days, button had to be pressed harder to work during priming and rainbow effect on the screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.